Manufacturer narrative:
On 19-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 7524704) is a contralateral (concomitant) device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant product: 340cc smooth mentor memorygel breast implant, catalog # 3507340mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 340cc smooth mentor memorygel breast implant has experienced postoperative left-sided grade iii capsular contracture, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced capsular contracture baker grade ii on the right side manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2022, mentor became aware that the patient also suffered right breast lactation difficulties. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Mentor conducted a visual inspection of the returned device on (B)(6) 2021. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 340cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-apr-2020, mentor became aware that the patient underwent replacement with 400cc smooth mentor memorygel breast implant, catalog # 3504001bc, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2020, mentor became aware that the patient was scheduled to undergo explantation on (B)(6) 2020. On 11-mar-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-may-2020, mentor became aware that the patient also experienced lactation disorder with issues with left-sided breast-feeding. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 3, 2021, mentor became aware that the correct date of implantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).